Event description:
Additional information was received from the patient. Patient stated they had the interstim micro system replaced because the doctor informed them that the wire must have been disconnected.

Manufacturer narrative:
Continuation of d10: product ID: 978a128, lot# va2da0k implanted: (B)(6) 2021 explanted: (B)(6) 2023 product type lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: product ID 978a128 lot# va2da0k serial# implanted: (B)(6) 2021, explanted: (B)(6) 2023, product type lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. They reported that they were not applicable for the cause of why the leads disconnected.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that they were going to have their ins battery replaced in 3 weeks because starting about 2 months ago (in 2022, right before christmas) they've been having to charge their ins battery every other day. The patient stated the therapy worked for their symptoms and they felt like the ins was working when it was charged <(>&<)> on because now and then they would feel a "little tingle" of the stimulation, (though they noted it would eventually go away after awhile,) but that the battery would drain to 10% very quickly and they'd have to charge it again. Patient services reviewed with the patient the battery could deplete more quickly depending on the settings being used but then the patient stated that since they got the implant, they've never been able to increase the stimulation past 6.5 ma because they'd get a maximum settings message. The patient stated they wished they'd been able to increase higher, and that they'd tried it on all the different programs and that some programs worked and others didn't and that they went all the way down and saw they also had programs a, b, c and d and they left it on d but they were never able to increase past 6.5 - 5.8 ma on any of the programs. The patient denied having had any traumas or falls that led to the issue and mentioned that they'd had a hip replacement on the same side as the implant but that the hip replacement had been done before they got the implanted system. The patient stated they didn't think the hip replacement would be drawing on the battery but "who knows?" The patient stated when they told their hcp about it, the hcp told them they needed to replace the ins. The patient stated they told their manufacturer representative (rep) laura about it yesterday ((B)(6) 2023) when they spoke to the rep on the phone. The patient stated "that was a quick failure, wasn't it?" When patient services reviewed their implant date with them.